Event description:
Manufacturer received a report that the pt was dropped from a pt lift when the sling allegedly became "detached" from the hanger bar, causing the pt to hit their head. As a result of the incident, the pt sustained a small cut on their head. Immediate x-ray and cat scan were negative and no fracture was present. However, the pt expired the day after the incident.